Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 399 mcg/day and clonidine [500 mcg/ml] at a dose of 399 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that the patient had had issues since implant as the pump was flipping and moving in the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was used for the verbatim "children would knock into it and hurt it." Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump would move around inside the pouch and underneath the ribcages, would flip sideways, bruise from inside, bump the bones, and the patient's children would knock into it and hurt it. It did not really "affect anything because it was so far down." No further complications were reported.

Manufacturer narrative:
Updated to include "adverse event and product problem." If information is provided in the future, a supplemental report will be issued.